Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a false ventricular episode due to noise over sensing in the right ventricular channel. After analysis it appears to have been electromagnetic interference as the patient was at dermatologist at that date/time and was having a biopsy of the left cheek. Furthermore, pacing impedance was within specifications and noise could not be recreated with isometrics and pocket manipulation. The ICD remains in service. No adverse patient effects were reported.